Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a 1:1 arrhythmia at 170-180 beats per minute (bpm), potentially induced by ventricular sensing episodes falling within the blanking period following pacing, which may have led to a premature ventricular contraction (pvc). The longest episode lasted approximately 10 seconds, while the other two episodes were about five seconds each. It was not determined whether the rhythm was of atrial or ventricular origin. The plan is to continue monitoring. No adverse patient effects were reported. This ICD remains in service.